Event description:
Customer reported hospitalization due to low blood glucose. Customer was hospitalized for one week. The blood glucose reading was 26 mg/dl. The paramedics were called and transported him to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.